Event description:
Related manufacturer report numbers: 2017865-2022-07454, 2017865-2022-07499. During a remote follow-up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The physician identified clavicle crush related ra lead damage during the procedure. The patient was in stable condition.